Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg and adapters will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 18105528.